Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as "poor conjunctival health following xen implant...developed endophthalmitis with a poor outcome" in unknown eye. Hcp believe event is due to mitomycin c use.